Event description:
Report received from manufacturer's field personnel that patient had experienced "catheter shear with a free floating piece. Doctor will try to retrieve fragment - patient is symptomatic." Follow up with hcp revealed patient presented at emergency room with weakness, severe back pain with "hot burning poker" sensations down legs, and was unable to stand and support self. The spinal surgeon removed the fragment of catheter. The patient made a satisfactory recovery post removal and since has had a new catheter implanted and is doing well with the therapy.